Event description:
During an fnb procedure setup for a suspected pancreatic mass on (B)(6) 2024, a (B)(6) overstitch suturing system was placed in an olympus double channel scope. It was discovered the olympus double channel scope had connectivity issues resulting in no image. The patient was already sedated and intubated. Due to the lack of imaging, the procedure was re-scheduled and completed successfully the next day with another scope and another overstitch suturing system. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".